Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for hardware low level failures and movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose value was 110 mg/dl. Self test was performed and the insulin pump alarmed with pump error. The customer was able to clear the alarm. Self test was performed again and the insulin pump alarmed again. It was also reported the serial number sticker was scratched and not readable. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm or pump error 130 alarm noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Device was received with faded serial number label. The p-cap locks properly into place.